Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for lot number 13l16h15 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was returned to baxter and the evaluation is complete. A visual inspection was performed and a crack was noted in the minicap. A dimensional analysis was performed and the dimensions were found to be within specifications. Functional testing was performed and the device did not pass. The reported problem was confirmed through a sample evaluation but the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that the minicap was leaking from a crack in the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.